Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they had the device implanted on friday and were told by the manufacturing representative (rep) to call today to get help with setting up the handset and communicator. Patient services (pss) instructed how to use the handset and communicator. When connecting the patient stated they could feel a little pulsing sensation around the incision but it was not painful. The caller stated the screen showed the device not responding but after repositioning the communicator patient was able to connect and therapy was off. The agent walked the patient through turning therapy on. The patient increased stim to a comfortable level in the bicycle seat. The patient stated they no longer felt the pulsing sensation around the incision. The patient will maintain stimulation level and will continue to track symptoms.